Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc leaked. The following information was provided by the initial reporter: the patient followed the doctor's advice to establish the venous indwelling access. The package was intact and without damage, and the venous indwelling access was successfully established. After the withdrawal of the needle core, it was found that the drug liquid extravasated at the isolation plug, so the indwelling needle was immediately removed and the venous indwelling access was re-established.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc leaked. The following information was provided by the initial reporter: the patient followed the doctor's advice to establish the venous indwelling access. The package was intact and without damage, and the venous indwelling access was successfully established. After the withdrawal of the needle core, it was found that the drug liquid extravasated at the isolation plug, so the indwelling needle was immediately removed and the venous indwelling access was re-established.